Event description:
The ge oec 9800 fluoroscopy system was reported to have arced. System arcing.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the tube well was cracked, causing oil to damage the hv candlesticks. The high voltage cables were replaced (candlesticks), the tube was replaced and the tube cover. All calibrations and alignments were performed. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.